Event description:
The customer reported that the system failed to display an image during fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Pt images were cleaned from the hard drive and the collimator shutter was adjusted. The system was tested and found to be working as intended and put back into service.